Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. After multiple alarms occurred with consecutive cartridges, the customer switched cartridge boxes. Tandem technical support decided to replace the pump. They informed the caller about the updated software and available training in their tandem source account. The customer understood and acknowledged these instructions and will use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery is not interrupted.